Manufacturer narrative:
The device and was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (f1101202) indicated that the mynx device met all established performance criteria prior to shipment.

Manufacturer narrative:
The returned device was investigated and it was determined that the reported balloon loss of pressure was caused by a 1 mm tear approximately 4.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1101202) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient with a history of peripheral vascular disease (pvd) underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural short sheath at the mid femoral head. The patient was administered 7,500 units of heparin peri-procedure. A pre-procedural femoral angiogram revealed no visible calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the steps taken to prep and deploy the device were per the instructions for use (IFU). Reportedly, the physician deployed the device and inflated the balloon. Upon balloon retraction towards the arteriotomy, a balloon loss of pressure occurred which also caused a loss of access through the procedural sheath. The device was removed and the physician converted the patient to manual compression which was held for 15-20 minutes. Hemostasis was successfully achieved. While the patient was in recovery, the staff applied a femostop on the access site as a precautionary measure. The patient tolerated the procedure well and was ambulated and discharged to home with no reported clinical sequela. No further information was provided.